Event description:
Device stopped cauterizing during laparoscopic colectomy. Delay in surgery as a result: 2 minute delay. Generator functioned as intended. Instrument stopped sealing after six to ten successful seals. Device was being used to seal omentum. Tissue was sealed with full jaw. Vessel was clamped perpendicular (90°). Instrument had not required cleaning. No notable blood loss. Surgery was completed with another caiman device.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.